Event description:
It was reported the health care provider (hcp) was unable to insert the extension into the header block. Hcp attempted to "force" it in but could not. It was not clear if this was an issue with the prong or implantable neurostimulator (ins). The hcp decided to open another ins and they were able to connect the extension and ins without any problem. Follow up reported the reason for replacement was depletion of battery. It was noted there were not interventions taken or planned. The patient was doing fine and receiving effective therapy. Further follow up reported the reason for replacement was normal battery depletion, however the battery being implanted was "defective." Another device as implanted and there were no consequences to the patient. It was later reported the extension would not fit in the header block, due to a faulty header block. There was no injury to the patient and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v013081, implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot # j0542922v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the #3 setscrew was turned into the connector port so that the lead could not be or was not completely seated in the port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.